Event description:
Customer reported a potential hazard when smoke was seen coming from the coulter lh 780 hematology analyzer. During operation of the instrument, the operator noted a diluter 2 card error message and then smelled smoke. There were no flames, arching or shock. A fire extinguisher was not used. The fire department was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The coulter lh 780 hematology analyzer is listed by (B)(4) to the following product safety standards: (B)(4). The field service engineer (fse) evaluated the instrument and confirmed that he saw smoke. The fse found a burnt component u-25 on the diluter 2 board. Replaced the probewipe assembly and diluter 2 board, performed a shutdown and startup. Performed instrument verification. Root cause was identified as an electrical short. The short could have been due to a cut on the motor lead wires on the probewipe assembly causing a short in the diluter 2 board. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.